Manufacturer narrative:
(B)(4)

Event description:
It was reported by the doctor that the iunihg gold tite screw fractured.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. Only a small piece of the bottom of the threads was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. The following sections were updated: UDI: (B)(4).